Manufacturer narrative:
(B)(6). Section d4: lot number details were not provided by the customer. Section d4: UDI details are not provided by the customer. Section h4: device manufacture date details were not received from the customer. Fisher and paykel healthcare (f&p) is currently in the process of obtaining further information regarding the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that tubing of an ojr412 optiflow junior 2 nasal cannula detached from the cannula end. The healthcare facility further reported that the patient experienced temporary oxygen desaturations up to 80%, and was administered oxygen while a new cannula was being placed. No further patient consequences were reported.